Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The most likely cause is that the surgeon attempted to mallet the nail in and manually advance it. Surgical technique instructions states "do not "hammer" the nail into the canal". This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch (mw5072092): "pt with a right trimalleolar ankle fracture underwent open reduction internal fixation under fluoroscopic guidance. After the reaming, the nail was wedged due to a bend in the "interrocous" canal. With removal, the tip of the nail came off and remained in the canal. Additional information obtained 10/5/2017: sales rep present during procedure provided the following operative recap: the surgeon did not drill to the proper depth in order to implant the 3.0 x 130mm fibula nail. The surgeon then attempted to mallet the nail in and manually advance it. Surgeon pulled the nail out after it would not advance, and put in the silver impactor from a fibulock set into the fibula. The surgeon again tried to mallet it in so that it would advance past the fracture site. Once the surgeon felt that the nail was advanced far enough he activated the talons and upon review of the lateral view x-rays the nail had exited posterior through a fragment spike in the fibula. Surgeon then had to deactivate the talons and pull the fibulock out. The surgeon then reinserted the kwire and tried to advance it past the fracture site, but was not successful. Once able to obtain good reduction on the fibula the surgeon went back to put in the fibulock nail, but the talons were still somewhat open. The sales representative advised the surgeon that the talons do not seat fully back in the nail once the nail is activated and they can be bent back manually. The surgeon proceeded to pinch the tip of the nail with pliers to bring the talons back in closer to the tip of the nail. Surgeon reinserted the nail and continued to mallet it. The nail would not advance past the fracture site. The sales representative then heard a crack of metal after the repeated malleting of the fibulock outrigger and the surgeon immediately pulled the nail out. The tip of the nail had broken off inside the fibula about 10cm proximal from the distal tip of the fibula. The surgeon then requested to open the small fragment set and he reduced the fracture. Surgeon then fixated another manufacturer's plate and screws.